Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6) , ubd: 23-nov-2024, UDI#: (B)(4) d9. The communicator was returned for analysis on 2024-oct-03. H3. Analysis of the communicator found visual damaged to the micro usb hub and corroded pins. The communicator failed the battery charging bench test. The communicator failed due to a broken micro usb hub bracket and a burnt diode on a corroded charge board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable pump. The patient reported the communicator will not charge. The patient had been trying to charge it "for days" and it has not been working. The patient stated they can't get the medicine out of their pump and have been without their medicine "for days". An email was sent to the repair department to replace the device. No patient injury reported.